Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated she was hospitalized two days in a row for high blood glucose. The blood glucose readings were 650 and 526 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but failed the high pressure test. The customer was advised to discontinue using the insulin pump.